Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 5 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the tube pushed off the npe of needle on 2 occasions. The patient impact was not reported. The following information was provided by the initial reporter: (3 of 3 complaints) the customer reported several complaints against bd tubes and needles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the tube pushed off the npe of needle on 2 occasions. The patient impact was not reported. The following information was provided by the initial reporter: (3 of 3 complaints) the customer reported several complaints against bd tubes and needles.